Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the battery measured a telemetered value of 1.65 volts loaded. The battery was 2.879 volts measured with a dvm while the hybrid was still attached to the battery and 500 ohm loads across the output. The incorrect rtt (recommended replacement time) battery voltage measurements are the result of high internal battery resistance.

Event description:
The device was returned to the manufacturer after being explanted due to eri (elective replacement indicator). The device subsequently tested out of specification. No patient complications have been reported as a result of this event.